Event description:
It was reported that the external pulse generator (epg) displayed a defect .the epg which was returned for service subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was determined on analysis that the external pulse generator (epg) tested out of specification due to the liquid crystal display being defective and exhibiting interrupted lines. It was also noted that the instrument failed incoming heart wire tests due to contamination / wear of the heart wire contacts. The bail attachments and attachment covers were missing. The upper and lower case was damaged. The lens was damaged. As the instrument had reached its end of service life it was decommissioned. If information is provided in the future, a supplemental report will be issued.